Event description:
It was reported that the pt had withdrawal symptoms during the normal refill cycle. Whole body, severe spasticity returned. The pt had just returned home from a five day stay at hospital (pt entered hospital on (B)(6) 2010). Caller indicated this was the second time this has occurred to pt within the last two months. Pt's last hospital stay was (B)(6) 2010 (also for 5 days). With both occurrences, pt started showing signs of increased spasticity 4-5 days prior to being admitted to hospital. Regarding the (B)(6) visit, pt's dosage was increased to 210 mcg/day a few days before hospitalization. There were no changes in dosage prior to (B)(6) 2010 hospitalization. Pt was given oral baclofen to help combat the withdrawal effects. Pt was currently being weaned off the oral and was maintaining well with weaning. After the (B)(6) hospitalization a dye study was performed and no problem was found. Imaging was performed after the (B)(6) event and no problem was found. After the (B)(6) hospitalization they checked the pump for the amount of medication and compared what the expected amount should be and it matched up. No diagnostic testing was performed on the pt for the (B)(6) hospitalization. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).